Manufacturer narrative:
Other relevant device(s) are: product ID 977a260 lot# serial#: (B)(4). Implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The patient was seen for a follow-up appointment from implant on (B)(6) 2019. It was reported that the patient had discharge coming from the incision where the leads were implanted and there was redness near the site. The patient was sent to the emergency room (ER) and they had a fever of 99.7f. There were no reports of device issues or allegations. It was unknown if surgical intervention was planned and the rep noted that they will follow-up for more information once they are notified on what intervention would take place. There were no further complications reported or anticipated. (B)(6) 2019 crts 663291.1 (rep): additional information was from a manufacturer representative (rep) reported that the patient¿s entire system was explanted on (B)(6) 2019. There were no further complications reported or anticipated.